Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed due to the receiver perpetually rebooting at the dexcom logo. A receiver boot test was performed and failed due to the receiver perpetually rebooting at the dexcom logo. Functional tests were not performed due to the receiver perpetually rebooting at the dexcom logo. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the receiver perpetually rebooting at the dexcom logo. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.